Event description:
A customer reported that during a procedure, a system message displayed and the system locked. The case was completed using an alternate system following a 25 minute delay. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and no problems were found. The system was then tested and met all product specifications. There was no sample returned for eval and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any additional similar reports for this system. The root cause cannot be determined conclusively. (B)(4).